Event description:
Device malfunction: difficult to remove. Symptoms/ae: none. Time of malfunction: during procedure. It was reported that after the physician successfully deployed the starclose clip, the device could not be removed. The physician, who is in-training in the use of the device, went through the troubleshooting steps outlined in the instructions for use (IFU) without success. The device was disassembled and a wire was manipulated that enabled the vessel locator wings to retract and the device was removed from the pt's anatomy. It was observed the wings were deformed and not completely closed. The puncture site was dry; hemostasis was achieved by the device. No additional information was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.